Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated holding down fluids was tough due to the high blood glucose level. The customer stated that he had a couple issues regarding the insulin pump. The customer stated that he had a meter problem, a pump problem and an issue with the sensors the last month and a half. The customer stated that he got a high blood glucose level when he wasn't using the insulin pump. The customer stated that tuesday the set kept coming undone. The customer also stated that thursday he went to the hospital. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer declined to check for possible site/insulin issues. The customer declined to check their settings. The customer declined to troubleshoot for high blood glucose level. The insulin pump passed both the self test and the displacement test. The insulin pump will be replaced. The product was not returned for analysis.